Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported slower rewind and a crack in the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer reported a crack in the battery tube side. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. The unit was unable to complete normal operation due to a confirmed rewind anomaly. During rewind the unit generated pump error 37, preventing successful completion of functional testing. Due to this condition, normal testing could not be completed. Proceeded by cutting the unit open and performing a visual inspection of the connectors and electronic assemblies. Per visual inspection, moisture damage was noted to the electronic assemblies, confirming internal moisture ingress. The unit was also received with multiple cosmetic damages. The following cosmetic damages were noted: pillowing keypad overlay, scratched case, stained keypad overlay, cracked battery tube threads, cracked case, cracked corner of belt clip rails, and cracked case (battery tube). In conclusion, the customer¿s allegation of a rewind anomaly was confirmed due to the presence of a drive/motor anomaly associated with pump error 37. Moisture damage was confirmed during visual inspection. Customer allegations of damage to the battery compartment were confirmed when a cracked battery tube, cracked battery tube threads, and a cracked corner of the belt clip rails were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.